Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 6935m55, serial#: (B)(6), implanted: (B)(6) 2025. Product ID: ddpa2d4, serial#: (B)(6), implanted: (B)(6), 2025. Product ID: 5076 lead, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate therapy from their extravascular implantable cardioverter defibrillator (ev-ICD). It was opted to turn the ev-ICD therapies off and implant a transvenous system. One day post implant of the transvenous system oversensing was observed. It was determined the oversensing was suspected to be a result of interaction with the ev-ICD impedance testing. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.